Event description:
It was reported that the hospital has had numerous infections post da vinci surgical procedures. No further information was provided.

Manufacturer narrative:
As of the date of this report no further information has been received regarding this allegation. No instrument or accessory has been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Intuitive surgical contacted the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.